Event description:
The account alleged the bed alarms are not functioning. No injury reported.

Manufacturer narrative:
The technician did a full function check on both the pt position module and brake not set alarm and found the bed functioned as designed.